Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The product was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that the perforator failed to disengage and the patient had bleeding. There heavy bleeding before stopper worked. Bone pad was not formed and the device hit the epidural hematoma before the stopper worked. Hemorrhage was confirmed, but dura mater injury was not confirmed. The product will not be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The perforator was visually inspected: no anomalies were observed. Functional testing was then performed. A series of holes were drilled without issue. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.